Event description:
The pt was admitted for a procedure to treat a 100% (chronic total occlusion) lesion in the proximal left anterior descending (lad) branch. The lesion was pre-dilated at 10atm. Then a 2.5 x 23mm cypher stent and a 3.0 x 28mm were implanted with overlap at 14atm then at 18atm. Then, to obtain sufficient blood flow to the first diagonal balloon angioplasty was conducted to widen the stent struts at the ostium of the first diagonal. The stents were then post-dilated and balloon angioplasty was conducted at the ostium of the first diagonal using the kissing technique at 12atm. Eight months post index procedure follow-up coronary angiography was conducted and a stent fracture was observed at the proximal end of the overlapping site. The stent was totally separated and hinge motion was observed in that area. However, because there was 14% stenosis no add'l treatment was conducted. There is no more info available regarding this event. The physician commented that the cause of the fracture was due to hinge motion and the overlapping of the stents. The fracture occurred at the distal edge of the overlap.

Manufacturer narrative:
This foreign cypher sirolimus-eluting coronary stent is distributed outside of the us. However, it is similar to the us cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated MFR report numbers are 9616099-2008-01782 and -01783. The complaint stated a previously implanted cypher stent had exhibited strut fracture on follow-up coronary angiography. The pt underwent stent implantation to treat a 100% cto (chronic total occlusion) lesion in the proximal left anterior descending (lad) coronary artery. The pt's medical history includes chest pressure during exertion, hypertension, diabetes and hyperlipidemia. The lesion was pre-dilated. Then, two cypher stents were implanted with intentional overlap; the first diagonal branch was involved within the stented portion. To obtain sufficient blood flow, balloon angioplasty was conducted to widen the stent strut opening at the ostium of the diagonal branch. The stents were then post-dilated, followed by balloon angioplasty of the lad and the ostium of the first diagonal using the kissing balloon technique. At the eight-month follow up visit, a stent fracture was observed at the proximal end of the overlapping site. There was only 14% stenosis at the fracture site; therefore, no add'l treatment was conducted. The physician commented that the cause of the fracture was due to hinge motion at the site and overlap of the stents. No sterile lot number was available; therefore, no DHR could be performed. Stent fractures are well-known potential complications of this type of procedure and are listed in the IFU (instruction for use) as such. Stent fractures have been observed in segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and high rate of stenosis. There are biomechanical forces in area of high vessel motion that can possibly lead to strut fatigue and fracture of the stents. In addition, there are possible vessel characteristics, the 100% pre-procedure stenosis, that may have contributed to the event of strut fracture. Inspections are in place to prevent damaged products from leaving the facility and although a DHR review could not be conducted without a lot number, there is no indication from the info at hand that these events were design or manufacturing related.